Event description:
It was reported that this right atrial (ra) lead exhibited high impedance measurements due to a fracture. This lead was successfully replaced with a lead from a different manufacturer. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried body fluid within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 190mm from the terminal end. Multiple bends were noted between approximately 125 and 230mm from the terminal pin. And suture sleeve tie down indents were identified 135 and 140mm from the terminal pin. Analysis concluded that based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedance measurements due to a fracture. This lead was successfully replaced with a lead from a different manufacturer. No additional adverse patient effects were reported.